Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the event of ¿right side is higher than the left side¿, ¿bilateral exchange of textured breast implants due to the patient¿s concern with the product¿, and ¿ruptured¿. Additionally, the healthcare professional confirmed ¿right side is higher than the left side¿ and added patient experienced ¿capsular contracture, baker grade ii¿. Device remains implanted.